Event description:
On 10/27/97, a hydromorphine pca syringe was prepared in the pharmacy. On 10/28/97, the used syringe was returned to the pharmacy because a piece of glass was noted inside. There were no visible cracks; the syringe was intact. The rubber plunger had not been removed during preparation. The syringe is being returned to abbott.